Event description:
The pt received her scs system on (B)(6) 2010, including an ipg. It was reported that the pt's ipg was explanted and replaced because the incision over the ipg site never healed properly. The pt is recovering as expected with no add'l pain due to the revision, and pt has stimulation.

Manufacturer narrative:
Eval results: the product was received with instrument marks on the can. The ipg was in good condition and did not reveal any anomalies that would contribute to skin erosion. There were no alleged functional complaints; therefore, no functional testing was performed. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.